Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. During evaluation, the pump was primed and exercised and the pump did not emit any alarms.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.